Event description:
It was reported a nanocross balloon catheter was used to treat the right superficial femoral artery, specifically at the mid-section, targeting a fibrous lesion with 80% stenosis, measuring 150mm in length and 6mm in diameter. The degree of tortuosity and calcification was minimal. No issues noted during inflation. The balloon experienced deflation difficulties, requiring negative pressure to partially deflate to remove it, which extended the time to deflate the balloon and prolonged the case as a second balloon was needed. A 6fr non medtronic sheath and a 0.014" non medtronic guidewire were used. The device was passed through a previously deployed entrust 6mmx150mm stent, and the balloon was inflated using a medtronic inflation device with a 60/40 saline to contrast fluid. No damage noted to the balloon catheter. The procedure was completed by using a new medtronic device of the same make and model.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: physician stated the balloon was only partially deflated at time of removal, there was no patient injury as a result. An everest ac3200 inflation device was used. A five-minute delay in the procedure was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a visual inspection of the device could find no issues. The device was flushed, and a 0.014¿ guidewire was loaded, an indeflator with pressure gauge was used to inflate the balloon to its nominal pressure of 8atms without issue, the balloon was then inflated to its rated burst pressure (rbp) of 14atms without issue, the balloon was then deflated without issue, the customer experience of inflation/deflation issues cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.